Event description:
It was reported that a patient presented remotely via merlin.net. The atrial lead exhibited noise over sensing resulting in inappropriate auto-mode switch episodes. No intervention or procedure was performed; the atrial lead will be monitored. The patient had no consequences.